Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The following are possible batch numbers: product code: phy1015v batch da8hgra0 mfg date: 02/04/2011 exp date: 12/31/2012. Product code: phy2025v batch cp8hmwa0 mfg date: 01/10/2011 exp date: 11/30/2012.

Manufacturer narrative:
(B)(4). Infection. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The following are possible batch numbers: product code: phy1015v batch da8hgra0 mfg date: unknown exp date: unknown product code: phy2025v batch cp8hmwa0 mfg date: unknown exp date: unknown in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was used. The patient developed an infection. Additional information has been requested.